Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight was informed of a report that a patient's light adjustable lens was explanted due to blurry vision and visual disturbances.